Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp devices and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician informed that the patient is scheduled for a revision surgery on (B)(6) 2020 due to pain in the penis. The patient is concern about cylinders hardness when the device is inflated and the shape of his penis (abnormal l-shaped curvature). In the revision it will be analyzed if it is necessary to replace the cylinders.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp devices and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician informed that the patient is scheduled for a revision surgery on (B)(6) 2021 due to pain in the penis. The patient is concern about cylinders hardness when the device is inflated and the shape of his penis (abnormal l-shaped curvature). In the revision it will be analyzed if it is necessary to replace the cylinders. It was further reported that the patient canceled the revision surgery, a revision surgery has not been re-scheduled at the moment.